Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Damaged sockets were identified as the probable cause of the device overheating; damaged sockets can cause additional impedance on the hall sensor line which can result in amp overdraw which can lead to overheating.